Event description:
The product was used during a tah procedure. Reportedly, the suture broke. The surgeon used another suture to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
4/8/1998-supplemental report #2 submitted to FDA.